Event description:
It was reported that at the moment of drilling the tunnel of the femur with the drill, it broke. In order to solve the issue, the doctor used another drill bit, a hammer and a clamp, the broken drill was pushed to come out.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited.